Event description:
It was reported a device migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original position. The device shift was present at 45 degrees and zero degrees with a leak on the ridge at 45 degrees. There were no patient complications. It was further clarified that the leak was 2-3 mm in size and there were no interventions performed in response to the device migration and leak. The instructions for use state that a leak less than 5mm is considered effective closure of the laa. This event was further reviewed and was determined to have been reported as a reportable event in error; therefore, this reported event is withdrawn.

Manufacturer narrative:
B5: information added.

Event description:
It was reported a device migration and leak occurred. A left atrial appendage (laa) closure procedure was performed and a 35mm watchman flx pro closure device was implanted. On the 45 day routine follow up, transesophageal echocardiogram (tee) imaging revealed the closure device had shifted from its original position. The device shift was present at 45 degrees and zero degrees with a leak on the ridge at 45 degrees. There were no patient complications.